Event description:
The customer reported that the workstation was showing residual image of square. The image quality was diminished.

Manufacturer narrative:
The ge service rep replaced the left and right monitor. System is working as intended.